Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt has sustained injuries as a result of the asr hip device. Plaintiff's surgeon recommends removal of the device.